Manufacturer narrative:
Section h6: investigation findings: 4248 - usage problem identified. Manufacture¿s investigation conclusion: the reported no external power event was confirmed via log file analysis. The heartmate mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review spanning approximately seven days of data (28sep2022 ¿ 05oct2022 per the timestamp). No external power events were active on 28sep2022 from 23:00:24 to 23:00:39 due to loss of ac power while connected to the mpu; the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system, and the pump function was not affected during the loss of external power. Throughout the event logs, the pump maintained a speed above the low speed limit. Per account information, the patient's son accidentally pulled the power cord out of the mpu. Multiple attempts were made to obtain additional information from the customer regarding the event, asking for the serial number of the mpu and if the ac power cord had a v-lock connector; however, no additional information was provided. To date, the mobile power unit was not returned for analysis. Due to the mpu being unavailable for analysis, the complaint file will be closed without further action. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm condition and the actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Weight: not provide. Will be updated upon receiving additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for review. On (B)(6) 2022, an external power alarm was observed due to the power to the mobile power unit (mpu) being briefly interrupted when the patient's son accidentally kicked out the cord out of the mpu. There were no other unusual events recorded in the log file event history. The equipment was operating as intended.